Event description:
It was later reported that the pump replacement was due to normal end of life. The catheter connector piece was replaced and no segments were left in the patient, not in use.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
At a pump replacement that occurred on the day of report, when the surgeon removed the catheter from the pump, the metal sc ring stayed on the pump. The actions required as a result of the event included replacing the pump segment. A new pump segment was connected and the entire catheter was aspirated. No patient symptoms were reported. The pump was used to infuse gablofen.